Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 23mm valve implanted for eight years, six months was explanted due to calcified and immobile leaflets, thickening, pannus, structural valve deterioration, and severe aortic stenosis. A 21mm non-edwards valve was implanted in replacement. The patient was transferred to the ICU in stable condition. The patient was discharged on pod #4.

Manufacturer narrative:
H11. Corrected data: updated section h6 (conclusion).

Manufacturer narrative:
Device evaluation: customer reports of calcification. Immobile leaflets, thickening, pannus, structural valve deterioration and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 3 at the inflow aspect and 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Wireform was exposed around leaflet 3 on the outflow aspect. Also received fragments of what appeared to be native tissue. X-ray also demonstrated calcification on the returned tissue fragments.

Manufacturer narrative:
Reference CAPA-20-00141.